Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when surgeon tried to transect distal part of pancreas with egia and idrive, at first it was fired but all of sudden it stopped. So surgeon waited 10 sec. And fired again but egia bladed did not move at all. So surgeon pull back egia blade with idrive's sliver button and changed cartridge to new one. But failed to transect again. So he changed to new egia60amt and finally could finish the procedure. No medical intervention required. No surgery time extended by 30mins or more.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating med/thick sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident was that during a pancreas transection the instrument did not fire. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a broken lock ring, the reported condition was confirmed. Visual inspection of the instrument noted that the reload had a full complement of staples. The lock ring was broken. Functional testing of reload could not be performed due to the noted damages. The file was concluded to be a misuse of the product. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.